Event description:
During index procedure, the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal circumflex. On the same day the pt suffered a myocardial infarction (mi). The mi was not related to the target vessel. The investigator indicated the reported event was possibly to the study device. (Ref MFR #9612164-2011-01140).

Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction).